Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, illness requiring steroids, diabetes mellitus, smoker, mobility.